Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve of the spyscope ds catheter extended from the distal cap. The tips of the sleeve were frayed. A functional assessment was performed. The complaint was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the live image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and was found within specification. The distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve; the working channel sleeve stretched. There was some evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the faint white area on the proximal end of the pebax and the wcs braid imprint throughout the pebax region. The investigation concluded that the condition of the returned unit was not consistent with the reported complaint incident of "loss of visualization." It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds image was lost and only three dots appeared on the monitor. Reportedly, there was no visible damage noted with the spyscope ds. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.